Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was performed and the customer was able to prime without an alarm after removing the reservoir from the insulin pump and manually pushing the plunger. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir and infusion set will not be returned for analysis.